Event description:
It was reported that prior to a cranial procedure at the user facility, the customer noticed that they only had a point calibrated pointer at hand and no vector calibrated pointer, which is what they had wanted to use. It was reported that the surgeon noticed that the device at hand was a point calibrated pointer, when he was unable to use the virtual extension of the pointer tip, as this is only possible with a vector calibrated pointer. It was reported that the surgical procedure was rescheduled and that no medical intervention was needed.

Event description:
It was reported that prior to a cranial procedure at the user facility, the customer noticed that they only had a point calibrated pointer at hand and no vector calibrated pointer, which is what they had wanted to use. It was reported that the surgeon noticed that the device at hand was a point calibrated pointer, when he was unable to use the virtual extension of the pointer tip, as this is only possible with a vector calibrated pointer. It was reported that the surgical procedure was rescheduled and that no medical intervention was needed.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.